Manufacturer narrative:
Product was not returned.

Event description:
Consumer stated two broke off in his mouth. The metal piece that holds the brushes broke off in his mouth, it happened twice on two different brushes in the bag. It broke on a subsequent use, he's not sure upon which use it broke. He doesn't have the original bag and the brush.